Event description:
G2 filter was implanted for 3 weeks in an acute trauma pt with a cervical spine fracture and quadriplegia. On follow up imaging, the filter was found to have "dropped" a vertebral body's length. One of the legs of the filter is penetrating outside the vena cava, going either through or into the duodenum. Another arm is penetrating the medical wall of the cava. Dr reported that one hook was in a vein and another hook was in a lumbar tributary.